Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 41cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire. No other issues were identified during the product analysis.

Event description:
It was reported that the burr was stuck. The patient presented with coronary heart disease and a 1.50mm rotalink burr was selected for rotational ablation. During the procedure, it was noted that the 330cm rotawire was stuck due to burr quality issue, and the device could not be used. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the burr was stuck. The patient presented with coronary heart disease and a 1.50mm rotalink burr was selected for rotational ablation. During the procedure, it was noted that the 330cm rotawire was stuck due to burr quality issue, and the device could not be used. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.